Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed need assistance on 8300 sn (B)(4) having an error 571.6241 and would like to find out what this error means. Failure device type: alaris system instrument. Failure problem type: 8300. Case resolution: I assisted biomed biomed on 8300 sn (B)(4) having an error 571.6241, I told biomed that the error 571.6241 has something to do with possibly faulty oridion board. Resolution is to consider sending it in for repair.